Manufacturer narrative:
The investigation has been completed and the alleged cartridge alarm issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that intermittent cartridge alarms (alarm 16) occurred. Customer¿s blood glucose value was approximately 400 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.